Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons were unresponsive even after battery has been replaced. Customer¿s blood glucose was unknown at the time of incident. Customer also reported that the insulin pump had a battery out limit alarm after without a battery for longer that 10 minutes. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. The insulin pump was received with all the buttons responding properly. The insulin pump had no damage nor moisture on the keypad assembly, no unlocked keypad connector, no stuck button alarms nor keypad anomalies. The insulin pump was received with a high sleep current due to corroded electronic assembly.